Manufacturer narrative:
Implant date: (B)(6) 2021. Date of report: 10feb2021 .

Event description:
The customer reported that the unit failed with machine and proximal pressure sensors failed error. The customer contacted product support and was advised to double check the cable to the data acquisition (da) pcb to the motor controller (mc) pcb to make sure no pins are damaged and seated correctly. The customer requested part ID for gds, da pcb and cable to da pcb to mc pcb. Product support provided part ID for rp-pcba, data acquisition cable, da pcba to mc pcba (2nd generation), gas delivery subsystem (gds). The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:02mar2021. B4:07mar2021. H11:g5:k102985. H10: the biomedical engineer replaced the gas delivery system (gds) to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.